Event description:
The nurse noted the second port on the blood set leaked during packed red cells infusion although it was clamped. They do not spike the second port with fluid. There was no pt harm reported. The set was discarded.

Manufacturer narrative:
Manufacturer's report date: 01/28/2009. Pt info requested, and all available info is included.